Manufacturer narrative:
Concomitant medical products: bd syringe, therapy date: (B)(6) 2016. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a nurse noted there was fluid on the floor below the syringe pump that was connected to a patient. Upon further investigation, the nurse noticed there was a crack in the maxzero connector that was leaking. There was no patient harm.

Event description:
The customer reported a nurse noted there was fluid on the floor below the syringe pump that was that was infusing acyclovir. The infusion was stopped, the door opened and a small leak was seen between the maxzero and the syringe. Upon further investigation, the nurse noticed there was a crack in the clear housing of the maxzero connector.

Manufacturer narrative:
The customer¿s report of a cracked maxzero valve was confirmed. The report of leaking was not confirmed. Visual inspection of the valve showed a short, thin crack along the side and rim of the valve body. Examination under magnification showed crazing around the crack. Flushing of the valve with a syringe resulted in no leaking. The root cause of the crack was not determined.